Event description:
Edwards received information that this device was explanted after an implant duration of approximately nine (9) years due to calcification. There were no reported patient complications.

Event description:
Through further investigation with the site, it was learned that an edwards bioprosthesis was not explanted from this patient. Rather, native valve tissue was excised while a bioprosthesis was implanted. This is no longer considered a reportable event.

Manufacturer narrative:
(B)(4). Customer report of calcification could not be confirmed. As received, "fibroelastotic tissue" was received and could not be confirmed as an edwards bioprosthesis or native valve tissue. If further information becomes available, a follow-up report will be submitted.